Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the device could not be powered on. The reported fault was attributed to membrane failure. The corrosion on the underside of the on/off button on the membrane pcba had resulted in the on/off button dome making no connection with the contact pads beneath. This had resulted in the failure of the device to power on. The contamination on the membrane pcb would suggest that the device was stored outside of the indicated conditions. However, this could not be verified by other means i.e. No corrosion observed on the screws , usb contact collars or the pcba. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.